Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to a high blood glucose (bg) level reading "high" with moderate ketones. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.